Manufacturer narrative:
A product sample was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome associated with the cylinder due to the iol rotating off axis. The surgeon is contemplating further intervention. Additional information was requested.